Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported the ipg was explanted and replaced due to erosion. No pt complications were reported as a result of this event.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of erosion could not be confirmed via lab testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.